Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Part 338.20, synthes lot ft00111: release to warehouse date: november 21, 2016. Supplier: (B)(4). Non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on (B)(6) 2017 for treatment of a right femur fracture. The dynamic hip screw (dhs) set was used during this procedure. It was reported that during the final tightening of the dhs®/dcs® lag screw the tip of the coupling screw instrument broke off inside the head of the lag screw. The surgeons choose to leave the tip portion of the threads from the coupling screw instrument inside the implanted lag screw that was inside the patient¿s femur bone. Any fragments of the broken coupling instrument remain in the head of the lag screw. No additional x-rays or other medical intervention were required. The procedure was completed successfully with no reported time delay. Patient is reported in stable condition. Concomitant device: dhs®/dcs® lag screw (part 280.750, lot unknown, quantity 1) this is report 1 of 1 for (B)(4).